Manufacturer narrative:
No additional information was provided. The investigation did not identify a product problem. A root cause could not be determined.

Event description:
There was an allegation of questionable na electrode results for 1 patient sample on a cobas 6000 c501 module. The initial result was 180. The repeated result was approximately 140 and was considered normal. The unit of measure was not provided. The sample was repeated due to the initial result being too high in relation to the patient's clinical history.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The investigation is ongoing.

Manufacturer narrative:
The field service representative performed checks and found the system had not been calibrated for approximately 30 days, which was when the electrodes were last replaced. Product labeling indicates that full calibration must be performed every 24 hours, after ise cleaning and maintenance, after changing any reagent bottle, after replacing any electrode, and as required following quality control procedures. The investigation determined the issue was due to off-label use.